Manufacturer narrative:
Upon complaint review, it was determined that this malfunction is similar to the malfunction documented in MDR 1824206-2008-00060 and is therefore, being reported. The caster brakes on this bed are independent of each other and although, we have not seen more than one caster fail at a time, it is likely that if multiple failures were to occur simultaneously, it is possible the bed could move and therefore, cause serious injury.

Event description:
An account stated that when the brakes were set and the bed was bumped that the brakes broke and would not hold.